Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy procedure, there was a burn mark on the maryland bipolar forceps instrument. The procedure was completed with no patient harm, adverse outcome, or injury reported. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the operating room nurse inspected the instrument prior to use and detected the problem. The instrument was replaced with a backup. No thermal damage was observed during the procedure. No interoperative collisions with an energy instrument or arcing was identified.